Event description:
It was reported "complainant states several black spots on the dressing when opened, they look like mold."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported that the product was not used. Request for additional information sent on (B)(4) 2014. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.